Manufacturer narrative:
It was reported to dräger that biomedical department of the customer is performed the service on the affected device. For the investigation the log files and the service report were requested but not provided. Therefore, no information apart from the event description were available. Due to the lack of information it was not possible to confirm the event or to determine the root cause. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation accompanying alarms would be posted. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the evita v500 unit failed while in use. There was no patient injury.